Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ 1ml insulin syringe 29g x 1/2" experienced safety shield failure. The following information was provided by the initial reporter, translated from japanese to english: before use, the orange shield of one product was detached with the needle exposed, and the hcp had a minor injury on the finger.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 0034152. All inspections and challenges were performed per the applicable operations qc specification. Embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples were returned.

Event description:
It was reported that the bd ultra-fine¿ 1ml insulin syringe 29g x 1/2" experienced safety shield failure. The following information was provided by the initial reporter, translated from japanese to english: before use, the orange shield of one product was detached with the needle exposed, and the hcp had a minor injury on the finger.